Event description:
The pt called alleging that their meter was set to the wrong unit of measurement. The meter was previously set to the correct unit of measurement and they have not recently changed the unit of measurement. They saw their physician who changed their medication from 500mg of glucophage to 4mg of avandia and 2 mg of amaryl. No info what their reading was at the md's office. Customer service replaced the meter for te pt. This case is being reported as a malfunction, since the pt verified that they did not change the unit of measurement and issue was not resolved on how the meter changed from mg/dl to mmol/l.